Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report #3006705815-2017-00153. It was reported the patient experienced a migraine for five days following the implant procedure. The pain increases when standing up. The physician assistant instructed the patient to lie down and drink caffeine. The physician reported there might have been a slight wet tap during the implant. That patient was seen on (B)(6) 2017, where the patient reported the headache was improving.